Event description:
One (1) pt, (B)(4), as diagnosed by a physician, experienced chemical conjunctivitises in her right eye after using medical device, (B)(4) disinfecting lens care solution. Pt was prescribed norco (5 mg hydrocodone + 325 mg apap).